Manufacturer narrative:
The reported event for ipg communication issue was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated intra-op during the ipg implant procedure. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. As a result, surgical intervention took place wherein the ipg was explanted and replaced.